Event description:
Pt had huber needle in port, and called with leakage problem. Upon visit needle detached from winged infusion set; only needle in port. Nursing note dated 3/22/99 states: received call from pt, "port-a-cath needle fell out". On home visit, dressing intact on 3 edges, and loose at bottom. Aim pump/tubing and port-a-cath needle found on table. Dressing removed, metal needle bent and remained in pt's port-a-cath. Needle removed, reaccessed without difficulty. Aspirated 5 cc, discarded. Flushed with 10 cc normal saline, and heparin 300 units. Dry sterile dressing applied. Needle taped in place. Catheter flushed again with 5 cc normal saline. Morphine sulfate drip reattached at previous setting, and needle brought to office for inspection.